Event description:
Boston scientific received information that this system generated a red alert for a single high out of range shock impedance measurement. No adverse patient effects reported and no system changes to date. The associated right ventricular lead is a non boston scientific product and the physician has elected to monitor only at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, another high out of range shock impedance values has been triggered via the patient's remote home monitoring system. The physician has indicated the patient would continue to be monitored with no plans for surgical intervention. No adverse patient effects or any other clinical observations were reported.

Manufacturer narrative:
(B)(4).